Event description:
It was reported by the rep that the (1) tx60b was used during a gastric bypass procedure. It was reported that the instrument was closed down on the small bowel and fired. The surgeon noticed that the staples had not formed "b" that they were more of a "u". The case was completed with an additional instrument and there was no consequence to the patient.